Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports unknown qty of total 60 catheters were defective. "Hydrophilic packets were discolored and ended up leaking". There was no adverse affect to the patient. This emdr covers the unknown lot numbers and unknown quantity associated with the reported defect.